Manufacturer narrative:
The device was returned for evaluation and the following were found: lines showing on the image; cable had a puncture and a failed leak test. Based on the results of the investigation, it is likely a faulty charge coupled device (ccd) led to the image malfunction. The most probable root cause was traced to component failure. A device history record (DHR) review revealed no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited poor image quality, failed leak test and a puncture on the cable. There was no patient involvement.